Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient did not have sufficient subcutaneous tissue at the infusion set insertion site, which likely resulted in a bent cannula on (B)(6) 2026. The infusion set had been in use for one day at the time of the event. Subsequently, the patient experienced hyperglycemia, with a reported blood glucose level of 310 mg/dl which was managed with insulin administered via a pen.